Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found the stent had damage noted on the distal side of the stent with struts on the fourth row lifted and bent distally from the stent profile. A visual and tactile examination found no issues with the hypotube shaft profile. Sight damage noted at the distal edge of the bumper tip. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x28mm promus element ¿ drug eluting stent was selected to treat the lesion. However, during preparation, the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x28mm promus element ¿ drug eluting stent was selected to treat the lesion. However, during preparation, the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported.